Event description:
Pt was playing basketball and after making a vertical jump injured his knee that produced swelling. Pt was taken to emergency room, surgery was required on (B)(6)-2011. No visible damage to brace at time of injury per reporter. Brace has not been returned for eval.